Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1103 - MFR. Date: 08/31/2010 - exp. Date: 08/31/2012. The pump remains implanted in the patient and is thus not available for return to the manufacturer. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. Clinical factors that may have contributed to this event include the patient's past medical history of kearns-sayre syndrome, wasting and smoking and his complex intra and peri-operative course and the post-operative discontinuation of his right ventricular support. There are possible patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites.

Event description:
A report was received from the clinical database that a patient complained of fever, increasing drainage and pain from his sternal incision. A chest computerized tomography (CT) scan revealed no fluid collections. Blood and sternal wound cultures were negative. The patient was instructed to follow up with his infectious disease physician in a week. No further information was provided. The event was reported to have been resolved on (B)(6) 2015. The primary investigator reported that the event was related to the procedure and unrelated to the hvad devices.

Manufacturer narrative:
Additional information indicates that the patient initially presented to the outpatient clinic on (B)(6) 2014 with complaints related to his sternal wound and was admitted to hospital. Over the ensuing days, his white blood count (wbc) remained within normal limits and his vital signs and pump parameters were stable. He underwent incision and drainage (I&d) of a sternal wound abscess and removal of his sternal wires the following day. He was started on augmentin and discharged home on (B)(6) 2014 in stable condition and afebrile. On (B)(6) 2014, he was re-admitted with a fever, chills and a cough along with increasing drainage from the sternal wound and pain in the sternum. A computerized tomography (CT) revealed no evidence of a fluid collection and wound and blood cultures were negative. The patient was discharged home on (B)(6) 2014. On (B)(6) 2014, the patient presented to the emergency room after his chronic sternal wound became more edematous and had increased in the drainage. He was noted to be afebrile with stable vital signs and pump parameters and with a normal wbc. The event was reported to be unresolved. (B)(6)- pump; date of implant: (B)(6)2011; device available for eval: no; device returned to MFR: no, not returned to manufacturer; labeled for single use: yes; (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.